Event description:
Blood glucose strips have been giving erroneous lows. Sample of blood taken from same syringe: free style strip 233, hospital lab - 335. Daughter admitted to PICC in diabetic ketoacidosis. Other test results also low: hospital strip 256 and 172. Freestyle strip: 139, 178 and 198. The reporter has reported the issue to abbott (manufacturer) and the representative was very helpful. The reporter also felt she should report the issue to the FDA.